Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they didn't know what the circumstances were that led to the device not staying charged. No steps had been taken to resolve the issue prior to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a week after they had the stimulator implanted they had a low grade fever and was sick. The patient stated this continued until he demanded to have the whole system removed in 2016. The patient noted that the implant was ¿leaking¿ inside his body and would never stay charged. After the device was explanted the patient mentioned he was feeling better but was unable to lie down on his side where the device was implanted. The indication for use was non-malignant pain.